Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient¿s father is calling because the patients readings have been higher than expected. They have called in the past month because they thought it was due to air bubbles, but now they don't feel it is the air bubbles, but rather the pump that is not delivering correctly. His readings have elevated into the 300 mg/dl range. No adverse event alleged. A request was made for the return of the device.